Event description:
Customer stated the endoloop ligature would not retain the knots during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event.